Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that when placing the implant, it was impossible to unscrew the mount from the implant body. The procedure has been completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that when placing the implant, it was impossible to unscrew the mount from the implant body. The procedure has been completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date . G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date . H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use. Does not disengage. Malfunction. Functional testing to recreate the reported event verified the mount does not disengage from the implant. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth 16 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review was completed for the subject lot number (1249816). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1249816) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' post market trending review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsv4b10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.